Event description:
Complainant alleged that while attempting to defibrillate a 40 year old male pt the device delivered 120 joules to the pt successfully then charged up to 150 joules for a second shock; however the device did not discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.